Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea, abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The patient was treated with vancomycin (1.5 gram, intraperitoneal, stat), gentamicin (30 mg, intraperitoneal, stat) for peritonitis and was discontinued on the same day. Two days later, the patient was treated with ciprofloxacin (500 mg, daily, route not reported) for peritonitis. On an unreported date, the patient was treated with oral fluconazole 100mg. Five days after hospitalization, the patient was discharged, was recovering from the event and ciprofloxacin was ongoing. Pd therapy was ongoing. No additional information is available.